Event description:
It was reported that when removing a coil (subject device) stuck in a microcatheter, it broke. Detachment had not been attempted and the coil was removed with the microcatheter. There was no patient impact as a result of these issues and the patient has recovered.

Event description:
It was reported that when removing a coil (subject device) stuck in a microcatheter, it broke. There were no reported clinical consequences.

Manufacturer narrative:
The subject device was not returned because it was disposed.

Manufacturer narrative:
The subject device was not returned; therefore, an analysis could not be performed. The device history record review confirms that the device met all material, assembly and performance specifications. The reported information indicated that intermittent flushing was used. The device directions for use (dfu) warns: "warning: in order to achieve optimal performance of the target coil system and to reduce the risk of thromboembolic complications, it is critical that a continuous infusion of appropriate flush solution be maintained between a) the femoral sheath and guiding catheter, b) the 2-tip microcatheter and guiding catheters, and c) the 2-tip microcatheter and stryker guidewire and delivery wire. Continuous flush also reduces the potential for thrombus formation on, and crystallization of infusate." Based on this information, it is likely that intermittent flush contributed to the reported issue. Because this issue was due to a deviation from the supplied dfu that resulted in a different medical device response than intended by the manufacturer or expected by the user, the cause for the reported event appears to be related to a failure to follow instructions.